Event description:
Procedure type: roux-en-y. According to the reporter: after firing, the posterior wall of esophagus leaked. It is reported that the area was touched by the edge of the anvil when anastomosis was done. Donut tissue was found normal. The anastomosis was resected and another device of different type was used to complete the procedure. The pt current condition is reported well.